Event description:
The user facility reported that water was leaking from their reliance synergy washer and out onto the floor and down the stairs to the first floor. No injuries, procedural delays/cancellations or property damage were reported.

Manufacturer narrative:
A steris service technician inspected the washer and found a loose hose on the pipe to the bottom spray arm. The technician repaired the hose and returned the unit to service.